Event description:
Event 1: during bronchoscopy, attempted to obtain specimens using cytology brush. When brush pushed out of cannula to do the brushing, it completely separated from itself and approx 5 inches of the wire fell down into the lung. This is a single wire that is supposed to be one piece. Broken off piece retrieved using a biopsy forcep. This is one of two similar events within a one month period. Dates of use: 2009. Diagnosis or reason for use; to obtain bronchial cytology specimens.